Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "the suture broke twice during suturing": * please confirm whether two sutures broke, or if a single suture broke twice. * if possible, please confirm whether the suture broke or frayed. * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. * please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager).

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported to the sales rep that during a coronary artery bypass graft procedure, the suture broke twice during suturing. No patient consequences were reported. The device is not being returned. No adverse patient consequences were reported. Additional information was requested.